Event description:
Allergic reaction to nickel in essure. Hives, rotting teeth, gallbladder removal, headaches, loosing teeth, heart attacks with no known cause. Fibromyalgia, hysterectomy. Symptoms go on and on.